Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that the patient complained of pain. Exit block was observed and radiography revealed perforation. The lead was explanted and discarded.